Manufacturer narrative:
Internal report reference number: (B)(4) syringes were not returned for evaluation. Product information/lot number not provided. Supplier unable to investigate. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. Complaint was reported via e-mail; customer was unable to be contacted by telephone. Customer had reported that some of the syringe needles were dull/had "a burr" or were missing the "white piece on the end where the needle is." Customer reported complaint for inaccurate aspiration/dispense due to the missing piece. Lot information was not provided. No symptoms or medical intervention related to the use of the product was reported.